Manufacturer narrative:
(B)(4): feedbar damaged, damaged antiback-up. Evaluation summary: the analysis results for the mcm20 instrument found that it was returned with the feedbar bent on the distal and proximal ends. The instrument was cycled and would not fed the clips due to the feedbar condition. In addition, the anti-backup was noted to be non-functional. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a breast reconstruction procedure, the device failed to load a clip. They got a new one to complete the procedure. There was no patient consequence.